Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate that during a meniscal suturing procedure after the first implant of the truespan 12 degree peek was implanted in a different position. The surgeon used another truespan 12 degree peek and it also resulted in the same issue. The procedure was completed using another device. No patient consequence, however a surgical delay of less than 30 minutes was reported. Additional information received from the affiliate reported the device is available for return but it has not arrived to their office as of yet.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visual observation confirms that first implant came out of the silicone sleeve. The complaint can be confirmed. The stop tube was disassembled by the investigator to evaluate the silicone sleeve, stop tube, and both implants. The silicone sleeve was intact with no anomalies. Both implants were linked together with the suture. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. A root cause for the reported failure cannot be discerned. A manufacturing record evaluation was performed for the finished device lot/serial number 3l87573, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number 3l87573, and no non-conformances were identified.